Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 tube seal had a sealing fault; causing a mixture of o2/air in the o2 tube. The tube seal kit was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported during pre-use checkout, the fio2 could drop below 21%. There was no report of patient involvement.